Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, adhesion, chronic pain and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists adhesion as a possible complication. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent hernia surgery on (B)(6) 2009 and was implanted with a bard/davol composix kugel patch to repair the defect. It is alleged that following implantation, the patient developed infections, adhesions, scarring and chronic pain. It is alleged that the patient underwent revision surgeries on (B)(6) 2009 and (B)(6) 2011. Attorney alleges that the patient has suffered personal injuries, losses and damage, which include but are not limited to, the need for further surgeries, pain and suffering. It is also alleged the device was defective.